Event description:
The customer's mother reported that the insulin pump's up arrow was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the call was not provided. The customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.